Manufacturer narrative:
The explanted construct was returned and the reported event was confirmed. The screw shanks broke approximately 1.5 cm below the shank neck. Product labeling indicates that "these devices can break when subjected to the increased loads associated with delayed union or non-union." Additional labeling notes "loads on the device produced by load bearing and the pt's activity level will dictate the longevity of the implant." The root cause of the event is not known at this time; the pt's condition may have played a role. When additional relevant information is obtained, a subsequent report will be filed.

Event description:
Post-operative breakage of spherx ii screw shafts was reported. Initial surgery date was (B)(6) 2010. Spine levels affected are as yet unk. A post-operative radiograph confirmed the screws were broken. The pt was reported to have mental disability that may have precluded compliance with appropriate post-surgery care activities. The date of the breakage is unk. Revision surgery occurred (B)(6), 2011.